Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a deformed septum. The following information was provided by the initial reporter: "during the preoperative preparation for the patient, the indwelling needle was examined before the indwelling needle puncturing, and it was found that there was no hole for drug flow in the septum of the indwelling needle ".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. DHR was performed. One related td was found, td 2018-45. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a deformed septum. The following information was provided by the initial reporter: "during the preoperative preparation for the patient, the indwelling needle was examined before the indwelling needle puncturing, and it was found that there was no hole for drug flow in the septum of the indwelling needle "